Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 700 mg/dl. The customer stated that she received a no delivery message. The customer stated that the emergency room took her off the pump and hooked her up to IV's and gave her insulin. The customer was assisted with the high pressure test and it passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.